Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a strong resistance and a bent blade occurred. The target lesion was located in a moderately tortuous shunt. A 6mmx2cmx50cm otw peripheral cutting balloon was selected and advanced to treat the target lesion. During procedure, it was noted that a strong resistance was encountered when removing the device from the sheath. After it was removed, it was also noted that the blade was deformed. However, it did not affect the procedure since the procedure was completed before the event occurred. No patient complications were reported and the patient's status is good. However, device analysis revealed the proximal end of 1 blade was lifted.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. Device was returned for analysis. A visual examination of the returned device identified a shaft kink 38-39mm from the strain relief. This type of damage is consistent with excessive force being applied to the catheter during use/handling. The proximal end of 1 blade had also lifted from the balloon however it remained intact. This is consistent with the reported resistance encountered upon removal of the device from the guide catheter. Balloon folds were appropriate. An inflation device and stopcock was returned attached to the catheter. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).